Event description:
The reporter contacted animas on (B)(6) 2015 alleging a display (dim/faded/color spectrum) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #2: date of submission 08/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the display was dim, faded, and discolored. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.